Event description:
It was reported that during an unspecified procedure, advancement difficulties and a stent dislodgement occurred. The lesion was located in the left iliac artery, however, the percent of the stenosis of the lesion, degree of calcification, and vessel tortuosity are unknown. Upon inserting, the express biliary 10.0mm x 30mm x 75cm stent delivery system into an unspecified sheath, the catheter became stuck and was unable to be removed. The physician removed the stent delivery system and sheath as a unit. Upon inspection, it was noted that stent had dislodged from the stent delivery system but remained on the device. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".